Manufacturer narrative:
Alleged failure: item was overheating way too hot not even plugged in. Overheating during case would not cool down. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The probable root cause of the issue reported could be other equipment used along with the camera head at the customer's facility. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: item was overheating way too hot not even plugged in. Overheating during case would not cool down. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The probable root cause of the issue reported could be other equipment used along with the camera head at the customer's facility. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.